Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical generator caused a software or hardware problem (error e433) on the display and the device automatically restarted. This issue was found during routine maintenance. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for evaluation and the definitive root cause of the error could not be determined. It is possible that the error was caused by a defective footswitch, cable connection, transformer, impedance converter, generator board, high voltage power supply, motherboard, or transient voltage suppressor diodes. Olympus will continue to monitor field performance for this device.